Manufacturer narrative:
E1 phone number: (B)(6). D4: expiration date and h4: manufacture date are unknown, no lot number has been provided. B3: date of event is unknown, no information has been provided to date. No product sample was received; therefore, visual and functional testing could not be performed. As no lot number was provided, no review of device records could be conducted. The reported issue could not be confirmed. If the product is returned, the manufacturer will reopen this complaint for further investigation.

Event description:
It was reported that the patient experienced the inner cannula shrinking with time, and it needed to be changed more often. The patient measured the inner cannula, and it shrank with 3.5 mm. There was patient involvement, but no report of patient involvement.